Event description:
Procedure: bowel resection. According to the reporter: the surgeon did a resection and anastomosis, tested anastomosis but the staple line was leaking. The surgeon then resected an additional 7 inches of small bowel and did a second anastomosis and the second anastomosis leaked. The surgeon then oversewed the staple lines and closed.

Manufacturer narrative:
Date initial report sent: 12/15/2008.